Manufacturer narrative:
(B)(4). The device was not available for evaluation and since a lot number was not available, a batch review could not be performed. The labeling found on all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of re-use of a single use disposable cassette during peritoneal dialysis therapy. The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc) repeatedly during dwell 3, and the patient stated that he started over with the same supplies and remained connected. The patient was advised to contact his nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.